Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): it was noted that the defib conductor was distorted.

Event description:
It was reported that during the implant procedure, the physician was not comfortable with the coil separation and felt the coils were "too loose." The lead was not implanted. No patient complications have been reported as a result of this event.